Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation for an ablation procedure to treat tachycardia using an intellanav mifi open-irrigated catheter it was noted the temperature was abnormal. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for an ablation procedure to treat tachycardia using an intellanav mifi open-irrigated catheter it was noted the temperature was abnormal. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav mifi open-irrigated catheter was analyzed; the device passed all visual, functional, continuity, leak, and flow tests, showed no abnormalities when dissected, and exhibited normal device characteristics. The reported event was not confirmed.